Manufacturer narrative:
The calcium reagent lot number was 73362001 with an expiration date of 30-sep-2024. The quality control results were found well within specified ranges. A precision check was performed successfully. The customer observed no naohd detergent for cell wash was used and that the tubing had a lot of bubbles. The customer removed and replaced the tube. The field service engineer checked the instrument and found that the water pressure of the gear pump was too low and replaced the gear pump head. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant low calcium results for four patient samples tested on cobas 8000 c 702 module. The following results were provided: sample 1 initial result was 1.43 mmol/l and the repeat result was 2.56 mmol/l. Sample 2 initial result was 0.68 mmol/l and the repeat result was 2.26 mmol/l. Sample 3 initial result was 1.54 mmol/l and the repeat result was 2.47 mmol/l. Sample 4 initial result was 1.44 mmol/l and the repeat result was 2.59 mmol/l. The questionable results were not reported outside of the laboratory.